Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with the following: lumbosacral disease, pain from l4 to s1, and degenerative disc disease l4-5 and l5-s1 with mechanical back pain and radicular symptoms. The following procedures were performed: anterior approach with spinal fusion l4 to s1, anterior discectomy l4-5, l5-s1, anterior interbody fusion l4-5, l5-s1, autogenous local bone grafting augmented with infuse and demineralized bony matrix in the form of osteofil, instrumentation using titanium legacy 5.5 millimeter rods, and continuous intraoperative emg monitoring. Infuse was packed in the cages with autogenous bone and this was inserted in a controlled fashion with the interspace of l5-s1 and l4-l5. Bone graft and infuse were packed on the lateral aspect of the interspaces and also anteriorly was augmented with demineralized bony matrix in the form of osteofil. It was reported that the patient's post op period was marked by painful complications which included but were not limited to: the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe, exuberant ectopic bone formation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2005: patient presented with following preop diagnosis: lumbosacral disease, back pain l4-s1. Procedure: anterior discectomy l4-5 l5-s1; anterior interbody fusion l4-5, l5-s1; instrumentation using perimeter l4-5 l5-s1; autogenous local bone grafting augmented with rhbmp-2 and demineralized bony matrix in the form of allograft. Perop: harvested bone graft from the bony endplates at both levels and morvellized it and wrapped it in rhbmp-2 sponge. The interspace had graft material in the form of demineralized bony matrix autogenous local bone and rhbmp-2. Patient presented with following preop diagnosis: degenerative disk disease, l4-5, l5-s1, with mechanicai back pain and radicular symptoms. Procedure: posterior spinal fusion, l4-5, l5-s1; instrumentation using titanium 5.5 mm rods l4-5, l5-s1 segmental; autogenous local bone grafting augmented with rhbmp-2 and demineralized bony matrix in the form of allograft; continuous intraoperative. Emg monitoring using the nim system, totai intraoperative monitoring time, one hour. Perop: the area was thoroughly irrigated and the posterior elements were decorticated and autogenous bone and rhbmp-2 were placed in the facet joints and also in the interlaminar space and in between the base of the transverse processes.